Manufacturer narrative:
The manufacturer received information from a distributor regarding a potential concern associated with a thoracolumbar system. The report consisted of a single x-ray image transmitted via text message. The distributor indicated that the image was believed to be associated with the manufacturer's instrumentation; however, no case-specific details, including patient information, procedural information, implant details, or clinical outcomes, were provided. The image was internally forwarded for clinical review. The distributor declined to provide any additional information regarding the circumstances surrounding the image, including whether a revision procedure had occurred. As a precautionary measure, two torque-limiting handles within the distributor's inventory were proactively exchanged and returned to the manufacturer for evaluation. Functional testing of the returned torque-limiting handles demonstrated that both devices met established performance specifications and were operating as intended. The evaluation results were communicated to the distributor, who acknowledged receipt. No further information, including additional imaging, clinical documentation, product samples, or device identifiers, has been provided to support further investigation. At this time, there is insufficient information to establish a causal relationship between the reported image and the manufacturer's system, or to confirm whether a device malfunction or adverse event occurred. No additional complaints or similar events have been reported in association with this matter. The manufacturer will continue to monitor for any new or relevant information. Should additional details become available, the complaint will be reassessed in accordance with internal procedures and regulatory requirements.

Event description:
The manufacturer was made aware of two 90 in-lb torque-limiting handles that were requested to be replaced and verified for torque-limiting calibration. The returned torque limiting handles were tested and were found to be within specification. Additionally, an x-ray image was provided with the complaint; however, no context was provided with the image and there was no identifying information linking the image to the torque-limiting handles. There were no reported patient injuries or delays in surgery associated with the complaint.